Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented to the hospital with ldh 3000 and phgb 30. An x-ray performed revealed superior pump migration had occurred since initial implant with the inflow cannula facing the lateral wall, no fixation at initial implant. A moderate aortic insufficiency also noted that the patient was in need of aortic valve repair/replacement. No alarms were reported for the event. The patient underwent a successful deployment of tvar on (B)(6) 2014. It was noted that the pump stopped momentarily several times during deployment. The patient was given argatroban due to the noted history of heparin induced thrombocytopenia. On (B)(6) 2014 patient underwent surgery to exchange from vad to another manufacturers pump via thoracotomy approach. The same coring site and graft to graft anastomosis was used. The patient was placed on multiple vasopressors and remains in ICU.

Manufacturer narrative:
Device evaluation: the report of a malpositioned inflow conduit was confirmed based on the evaluation of vad-(B)(4). The sealed inflow conduit was returned attached to the pump inlet port. The apical sewing ring was not present on the inlet extension. The lumen of the inlet tube revealed no depositions. The interior of the knitted graft revealed several bumps in the graft and also appeared to be bent and angled. There was also tissue in growth in the area of distortion, which suggested that the distortion was present while the pump was in operation. The report of hemolysis was also confirmed. Upon disassembly of the pump, examination of the outlet stator revealed a large non-laminated deposition situated around the outlet bearing ball and in between the stator blades. The lack of laminated layering indicated that the deposition did not develop in the outlet stator. Although its origin and a duration of time for which it was present in the outlet stator could not be conclusively determined, the deposition appeared denatured and the contact marks on the outlet bearing cup and outlet cone section of the rotor, suggested that the deposition was present while the pump was operating. The deposition found in the pump would have contributed to the reported elevations in ldh. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities that could have contributed to the formation of the deposition. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient was stable and was discharged home after hvad implant.